Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damage to the conductor wire's insulation at the yaw pulley. There was no material missing but the conductor wires were exposed. The wire was not torn or fully broken. Components adjacent to the damaged wire insulation do not show damage. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The damage was first observed intraoperatively. The surgeon was using the instrument for grasping when the issue occurred. The wire was exposed due to damaged insulation. There was no loss of cautery, no thermal damage, and no arcing. There was no instrument collision during the procedure and no issues removing the instrument from the cannula. The customer used a backup instrument to complete the procedure. There was no fragment fall inside the patient. Additionally, a review of the provided image is consistent with the reported complaint. The image shows that the conductor wire insulation was peeled back and the internal wire was exposed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a cable that was peeling. No known impact or patient consequence was reported.